Manufacturer narrative:
(B)(4). An investigation is in progress for lens tears under (B)(4).

Event description:
The trailing haptic of an aq2003v model lens tore off while it was being inserted. The lens was implanted and removed with no patient injury or complications.